Manufacturer narrative:
One subject device was returned for evaluation. Visual examination of the blade confirmed the reported complaint of a tooth breaking off. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, and friction was felt. Dimensional evaluation was performed and the device was found to confirm to design requirements. Evaluation of the fracture area did not reveal any material flaws. The sharp edges of the device, away from the teeth, show evidence of rounding due to wear. The outer edgeform showed corresponding areas of impact from the fractured tooth. The inner blade also presented with an area of material debridement approximately .5" from the sluff chamber, indicating a degree of lateral load. The device inner edgeform tooth appears to have been caught on tissue or a hard surface, causing the tooth to bend and ultimately contacting the outer edgeform which sheared the tooth. All assembled devices are inspected for proper rotation, prior to packaging at assembly. (B)(4).

Event description:
During a surgical case a tooth broke off from the blade. The broken portion was removed using suction. A back-up device was on hand to complete the procedure. There was no harm to the patient.